Manufacturer narrative:
On (B)(6) 2015 , an fse conducted follow-up with the customer over-the-phone to address the reported event. The fse downloaded the driver to a thumbdrive and overnighted it to the customer. On (B)(6) 2015 the customer reported that the printer was working after the driver was installed. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review under CAPA (B)(4).

Event description:
On (B)(6) 2015, a customer reported that a printer driver was needed for their g8 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.